Manufacturer narrative:
The referenced report of previously reported driveline infection is captured under medwatch MFR report # 2916596-2018-00528. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 7 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s driveline site showed some erythema during a clinic visit on (B)(6) 2018. Per physician order, the patient was started on doxycycline for ten days. The patient had a previous driveline infection. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported event could not be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.